Manufacturer narrative:
E1: the name of the biomedical engineer is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was a defective optical bench. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced and optical sensor system error. Alert. It was reported that a loaner device was sent to the customer. No report of patient involvement.